Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This right atrial (ra) lead had removal difficulty. It was noted that the lead tip was breaking off very high in the superior vena cava (svc) in which it appeared completely stuck. Additional information indicates that the lead tip broke off during extraction then it was removed thereafter. The lead will not be returned. There were no additional adverse patient effects reported. The product was explanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection with sepsis. This right atrial (ra) lead had removal difficulty. It was noted that the lead tip was breaking off very high in the superior vena cava (svc) in which it appeared completely stuck. Additional information indicates that the lead tip broke off during extraction then it was removed thereafter. The lead will not be returned. There were no additional adverse patient effects reported. The product was explanted.